Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high readings compared to her a1c results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately around 8am on (B)(6) 2019, when she obtained an alleged inaccurately high blood glucose result of ¿257 mg/dl¿. The patient was comparing the reading to a1c results of ¿6.3% and 6.6 %¿. Lfs does not consider this to be a valid comparison. The patient manages her diabetes with metformin and glimepiride oral medication, diet and/or exercise. The patient reported that after obtaining the ¿high¿ result, she increased her dose of glimepiride from 2mg to 4mg, avoided food and took liquids instead. She reported that about an hour later, she became ¿very dizzy and sweaty¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high reading on the meter, increasing her oral medication and avoiding food.